Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The reported event was confirmed. The service evaluation revealed short circuits in motor and cable along with damages at the housing. The most likely cause for the reported failure can be attributed to wear and tear of the motor.

Event description:
It was reported that the device sticks and gets hot. No additional information regarding a specific failure mode was provided. No further information received.